Manufacturer narrative:
D4 - UDI number for this product code/lot number combination is not required to be registered. The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation was limited to the information provided by the user facility and a review of quality documents. The second oxygenator used in this event was returned to the manufacturer for evaluation. See MDR number 9681834-2017-00091 for the device evaluation results. A review of the device history record of the involved product code/lot number combination was conducted with no relevant findings. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. H3 other text : device not returned

Event description:
The user facility reported a plasma leak in the capiox device during a procedure. Follow up communication with the user facility reported the following information: originally, the case was CABG, due to the occurrence of dissection, the case was switched to aortic arch replacement; soon after the procedure began hemolysis was noted; with increased plasma leak and degraded gas transfer performance the actual sample was changed out 7 hours after the initiation of the procedure; with the newly replaced oxygenator plasma leak did not improve; the amount of blood loss is unknown; and there was no harm to the patient.